Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed flow rate test, which was verified during evaluation when the device was found to under infuse. The cause was determined to be out of specification pressure plate travel, which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate testing (unspecified infusion parameters). There was no patient involvement. No additional information is available.